Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 570 mg/dl at the time of incident. The customer did not experience any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer reports the insulin pump stop working. The customer stated that insulin pump gives the no delivery alarm. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.